Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Litigation papers allege that the patient has suffered pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumours, bursitis, and bone erosion. Patient is a resident of (B)(6). Update ad 4 may 2018: receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges metal wear. Metallosis and elevated metal ions. Patient harm, unknown liner and the unknown head were updated and added product code, lot number, patient date of birth, and the side of the hip. Stem was added to the impacted product due to the alleged elevated metal ions from the ppf. Doi: (B)(6) 2003; dor: none reported; (left hip).